Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop are leaking the hospital reported six cassette were leaking and appeared the bags were to small. Bags were reported broken in the cassette, then it runs out into the opening. No patient adverse events were reported.